Event description:
It is reported that during surgery in 2007, the surgeon should have used the mis drop down stem extension flush and mis flex screw, instead of the screw which is contained in the surface was used. The surgeon will observe the patient's progress.

Manufacturer narrative:
Evaluation summary: it is reported that the surgeon used the locking screw packaged with the articular surface instead of the mis flex screw to lock the poly to the tibia plate which is not recommended in the surgical technique. Improper use of the devices appears to be the cause of the problem. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.